Manufacturer narrative:
Related voluntary medwatch form received: mw5145487. Note: the manufacturer, product details such as model and serial numbers of the leads involved and the pacemaker serial # are unknown and were not made available in the medwatch report received.

Event description:
It was reported that the patient's system was explanted due to infection. No additional adverse effects were reported.